Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error. There was no patient or user harm.

Event description:
A customer henrik at (B)(6) hospital writes this about the matter. Have picked up a c6 at the workshop, where the clinic has noted the following: hamilton respirator. The nurse who was on room 354.2 last night says that the ventilator does not provide flow. The case was reported to us on the morning of (B)(6) 2022, which is why it must be the night of the date referred to. Have pulled various log files - see also various pictures from the event log. Missing cases are shown with the following: "vt low condition removed". What does it mean? Will you look at the attachment. The respirator has run several hours in the workshop with a test lung, and apparently works as it should. Practice! Didn't spot it on the fly: the time is not set correctly. Respirator shows 15.34:30 where it should show 14:34. Right now I don't have any more information. (B)(6).